Event description:
Boston scientific received information that this right ventricular, pace/sense was explanted and replaced when oversensing was observed which was suspected to have been caused by a dislocated (dislodged) lead. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.